Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. This is report two of two referencing event date noted. An initial result of 1.74 ng/ml was obtained and released out of the laboratory. Subsequent analysis of the patient¿s sample, on an alternate methodology, produced lower results within the normal reference range. The patient was admitted to the intensive care unit (ICU) based upon the elevated troponin I results obtained. Subsequently the patient underwent a cardiac catheterization and an electrocardiogram (ECG) which resulted as negative; no blockages were observed and there was no stent. In addition to the testing performed, the patient was also administered medications such as nitroglycerin and heparin. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patient¿s sample was collected in becton dickinson (bd) vacutainer tube and normal in appearance. The customer stated patients¿ samples are stored in refrigeration for one week. All system parameters including quality control (qc), calibration curves, and system checks had been performing within the assay and instrument specifications. No hardware issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information. This medwatch report is related to 2122870-2013-00786.